Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown, serial # unknown, product type unknown.

Event description:
The consumer reported poor coupling. It was stated it was always hard to get black boxes shaded and it took a long time to get them. The consumer was instructed to reposition antenna over their implantable neurostimulator (ins), turn the antenna through all 4 positions, and ensure the belt was positioned properly. It was noted they weren't getting the full 8 bars for coupling. Once the consumer turned the antenna dial and positioned the belt, they were able to get 6-8 bars so troubleshooting resolved the reported event. Additional information received from the consumer reported that they were having some difficulty with coupling and currently had 0 boxes. It was stated the recharger screen would just go blank. It was also reported that the ins was sitting at angle in the pocket and was tilted. It was noted that the recharging belt kept popping off the clip since they started using it in (B)(6) 2016. It was stated they got 6-8 bars once they repositioned antenna. The consumer was also being sent adhesive discs to try. It was further reported that the ins lightning bolt went away in the ins icon. They stated they would press the ins on button on the side on the recharger while they were charging the ins, but the ins icon would only stay on for a few seconds and then go away. The ins charge level was barely at 25%. It was stated right now they had no coupling boxes. Once the consumer repositioned the antenna, they were able to get 6 boxes shaded. The consumer would continue recharging until at least 50% and then turn therapy back on. The patient was implanted for non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger .product ID: neu_unknown, product type: unknown. Product ID: 37791, product type: recharger. Product ID: pnma01411a004, product type: recharger.

Event description:
Additional information was received from the patient reporting that they had not yet received the new antenna. An email was sent to repair for saturday shipping. The patient called back on (B)(6) 2017 and reported that the new antenna was also not working and they thought the issue was with the ins recharger (insr). The patient was still having coupling and recharging issues. A replacement insr was sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: pnma01411a004, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient continued to have poor coupling when recharging. The patient was getting 2 coupling boxes and then 8 and at times the boxes would disappear. Troubleshooting included have the patient reposition the antenna over the ins. Patient said their battery was only getting to 10% and then 100% during charge session. During troubleshooting the patient confirmed stim was off and was informed that the ins had to be charged 1/4 full before it can be turned back on. The patient had called in previously with the same issue in (B)(6) 2016. Patient said they had has always had problems with their recharging belt and couldn't get good coupling so they did not use the belt. Patient services suggested the patient try adhesive discs, but patient had tried them and they also did not work for the patient to improve the coupling. The patient was redirected to their hcp to have the device placement checked since they were only getting coupling boxes in random positions. On (B)(6) 2017 the patient reported the same coupling issues when recharging and was sent a new recharging antenna. It was reported the patient had an appointment scheduled for (B)(6) 2017 to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.